Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4) description: artisan surgical lead, 70cm. Explanted ipg and lead will not be returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient had an explant of the scs system three hours following implant due to temporary paralysis of legs. The physician discovered an epidural hematoma upon explant, resolving the patient's symptoms. The patient is reportedly doing well after the explant.